Manufacturer narrative:
(B)(4). The reported complaint of "failed iab" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "ump had begun alarming for possible helium loss 2 within a few moments ofinitiating therapy. The alarms were occurring about every 30 seconds to a minute. The iab failed the leak test. Therefore, the iab catheter was removed and replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "ump had begun alarming for possible helium loss 2 within a few moments ofinitiating therapy. The alarms were occurring about every 30 seconds to a minute. The iab failed the leak test. Therefore, the iab catheter was removed and replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).